Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 20, 2014 to august 25, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified a white particle, approximately 1.89 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic material. The cause of the reported malfunction could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a reservoir of a small volume intermate. The device was compounded with colistimethate. There was no patient involvement. No additional information is available.